Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was placement difficulty for the right atrial (ra) lead due to it sticking to the chronic right ventricular (rv) lead insulation. The ra lead was discarded and replaced. No patient complications have been reported as a result of this event.